Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratched screen making it harder to see and sticky or non responsive buttons. The customer¿s blood glucose was unknown at the time of incident. The customer also report the diminished battery life and insulin pump rejects new battery and also report the that the insulin pump lost setting during battery change. The customer also stated that insulin pump grinding during rewind. The insulin pump will not be returned for analysis.